Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to a dislodgement into the right ventricular (rv) outflow tract. No additional adverse patient effects were reported.

Event description:
Additional information was received that the product was returned to allow for reliability analysis.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.